Manufacturer narrative:
C-1865 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. The relevant device manufacturing records were provided and the appropriate device manufacturing records were retrieved and identified. It was found that this device was manufactured in november 2013 and conformed to material and dimensional specification. In 2014 a instrument design change was implemented to improve usability and durability of these instruments. The device reported in this case was manufactured prior to this design change. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
It was reported that a unity em tibial ap/ml guide was broken. When pressing the black plastic buttons on each side of the instrument the pin no longer goes back in.